Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had no capture and had dislodged. During the procedure, the rv lead apparently had some tissue in the helix so the lead was replaced. No patient complications have been reported as a result of this event.